Manufacturer narrative:
The explanted devices will not be returned to bsn for eval as they were discarded by the medical facility. A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the explanted devices found them to be satisfactory. This is the final report.

Event description:
A report was received that the pt's precision system was explanted due to infection. The pt's symptoms included warmth at the pocket and incision site as well as yellow puss around the anchors. The pt was treated with IV antibiotics and is reportedly doing well.